Event description:
It was reported that a patient presented for a procedure. During the procedure, there was no magnet response and inappropriately shocked the patient. The physician elected to turn high voltage therapies off. The patient was discharged.